Event description:
It was reported that ever since lead revision surgery, the patient has experienced neck pain. This was noted as being possibly due to manipulation of the vagus nerve from the lead revision surgery. The patient followed up with the implanting surgeon and indicated that the patient had been referred to otolaryngology (ent) to assess for possible nerve damage. No further assessment on the cause of the discomfort/nerve irritation was available. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient has also experienced redness at the neck incision site since the lead revision, which may be related to the neck pain and possible nerve damage. The patient was referred to the neurosurgeon for assessment. Attempts for further information have been made; no additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental report #01 inadvertently did not include discussion of the increased seizures following the settings decrease.

Event description:
The patient's vns settings were decreased due to the pain and redness in the neck following lead revision surgery. It was noted that the adverse events improved; however, the patient had an increase in seizures, possibly due to the reduction in vns therapy. No additional relevant information has been received to date.

Event description:
It was reported that the vns was disabled due to the painful stimulation and associated events. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient initially was going to delay vns explant surgery due to the issues in the patient's neck. However, the patient developed an infection at the generator site, so the full explant was completed. The infection was previously reported in MFR report #1644487-2020-01162. The explant facility is known not to return explants; the explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.